Event description:
It was reported in pe (B)(4) an attempt was made to post-dilate the proximal segment of a 3.5mm resolute onyx drug eluting stent in the left main to 4.5mm. This was attempted using non-mdt balloons of up to 6mm. According to resolute onyx compliance chart, the maximum stent internal diameter for the 3.5mm stents is 4.75mm. Intravascular imaging showed that the stent could not reach a diameter of greater than 4mm. The physician also reports that this has happened in similar circumstances in other patients. Pe (B)(4) was created to capture the similar incidents.